Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, kmr2s, infinity aim meniscal repair device, 25° curved, was used in a meniscus repair procedure on (B)(6) 2026, and ¿6 aim devices in a row deployed normally on this case, but when the physician went to tension the construct, he met major resistance on the suture, and the 2nd (inferior placed) implant popped out from the capsule and failed. This happened 6 times in a row. The surgeon is not sure if it is 100% product failure vs major edema and scar tissue from the patient¿. The procedure was completed with a delay of 20 minutes. Further assessment found "on every occasion the 1st implant required removal. No injury to the patient¿. There was no report of medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.